Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 160 mg/dl. The customer stated that the battery did not last more than 1 week. The customer stated that they did try a battery from a fresh package prior to calling and are still experiencing low battery life. The customer stated pump was exposed to MRI. The customer was advised that the device would be replaced.